Manufacturer narrative:
(B)(4). Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Staff on behalf of physician reporting rupture of right device. Ultrasound results show "no focal lessions, solid nor cystic, nor pathological findings. Echogenic changes on right device suggesting a complication related to intracapsular rupture. No pathological findings on axillas". MRI results show "clear signs of intracapsular rupture and partial collapse of the right device. No silicone on breast nor axilla". Device has been explanted and replaced with non allergan device.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Silicone migration: unable to observe since it is a medical event and is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided.

Event description:
Staff on behalf of physician reporting rupture of right device. Ultrasound results show "no focal lessions, solid nor cystic, nor pathological findings. Echogenic changes on right device suggesting a complication related to intracapsular rupture. No pathological findings on axillas". MRI results show "clear signs of intracapsular rupture and partial collapse of the right device. No silicone on breast nor axilla". Device has been explanted and replaced with non allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Staff on behalf of physician reporting rupture of right device. Ultrasound results show "no focal lessions, solid nor cystic, nor pathological findings. Echogenic changes on right device suggesting a complication related to intracapsular rupture. No pathological findings on axillas". MRI results show "clear signs of intracapsular rupture and partial collapse of the right device. No silicone on breast nor axilla". Device has been explanted and replaced with non allergan device.